Event description:
It was reported that the user experienced a low glucose event when the pump indicated 72 mg/dl and 58 mg/dl, after which the user ingested two separate 15-gram doses of oral glucose tablets and later noted a pump reading of 80 mg/dl with a fingerstick of 90 mg/dl; educational troubleshooting on the ¿20/20 rule¿ and sensor-to-fingerstick variance was provided, and the sensor was considered to be functioning within an acceptable difference. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose with oral carbohydrates and no hospitalization. Investigation included customer education and review of sensor and meter concordance. Investigation of this case revealed no device malfunction and a probable physiological or situational cause for the hypoglycemia, with acceptable sensor and fingerstick agreement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.